Event description:
A home patient (hp) contacted global technical services (gts) regarding air bubbles in the patient line on the homechoice (hc) during initial drain. The hp stated he noticed after he connected that the patient line was filled with air. The hp further stated he disconnected himself, but needed help getting the set out. The tsr assisted the hp to cycle power off/on then end the therapy to remove the set. On (B)(6) 2010, product surveillance contacted the hp who stated that he didn't prime the line all the way and has not had any problems since. The hp confirmed he started over using new supplies and was able to resume therapy without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line during initial drain. Per the complaint information, the patient did not prime completely. This complaint was not confirmed in the lab due to a lack of sample. The cause of the air in tubing is user error - the patient connected before priming was complete. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.